Manufacturer narrative:
One open and used sensor was inspected and the needle was separated from the sensor base. The sensor cannula was whole and had no broken parts.

Event description:
It was reported that the customer went to change the sensor and the sensor fell apart. The sensor didn't insert correctly, the top part where the needle is came off. Blood glucose value was 7.4 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.